Manufacturer narrative:
During functional testing the alarms were triggered but did not operate properly because the light emitting diode (led)s were broken and the speaker was damaged. The damage was done by installing the front cover improperly. After a new printed circuit board (pcb) was installed, the alarms functioned as they should. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that device did not alarm. There has three ways of testing alarms, and it is not alarming in any of the way. This was found during setting up for service. There was no patient involvement.